Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there were impedance issues with this lead and high pacing impedances of greater than 2000 ohms. There was also a loss of capture with no asystole. A lead fracture was observed. Biotronik has no information in regards to a revision. The lead remains implanted. Should additional information become available this file will be updated.